Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd ultra-fine¿ insulin pen needle was found with breach of sterile integrity as "the shield was loose in the package and the needle was bent. Customer noticed it before opening the package.¿ there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: customer returned ten 1/2cc, 8mm, 30g syringes in a sealed poly bag from lot # 6319808. Customer states that the shield was loose in the package and the needle was bent. The returned poly bag was examined and exhibited one syringe with the shield off in the bag and a bent cannula. As per manufacturing, a review of the device history record was completed for batch# 6319808. All inspections and challenges were performed per the applicable operations qc specifications. There were four notifications noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (shield loose in the poly bag and bent cannula). Possible root cause is likely during the auto packaging operation that the shield could catch on the outside of the carton and when the product tamp station presses the air out of the bags the shield could be removed exposing the cannula. This would likely proceed through the system undetected unless it was detected during hourly visual inspections for missing components.